Event description:
A report was received that the patient's current ipg was sitting on a nerve. The patient underwent a revision procedure wherein the physician relocated the ipg. The patient was doing well following procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was on a nerve causing pocket pain.

Event description:
A report was received that the patient's current ipg was sitting on a nerve. The patient underwent a revision procedure wherein the physician relocated the ipg. The patient was doing well following procedure.